Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient suffered a middle cerebral arterial stroke post extubation. Treatment was successful and the patient regained function. On (B)(6) 2022 the patient developed right ventricular failure and a right ventricular assist device (rvad) was placed. The patient was also put on veno-pulmonary artery extracorporeal membrane oxygenation (ECMO). On (B)(6) 2022 the patient suffered a large right intra-parenchymal hemorrhage with a midline shift and herniation of cisterns. A right craniectomy was done and an rvad thrombosis formed since anticoagulation was held for a prolonged period. On (B)(6) 2022 the patient was weaned off of the rvad and ECMO. On (B)(6) 2022 two evaluations were done and both were consistent and confirmed brain death. On (B)(6) 2022 an apnea test was performed but aborted at two minutes due to hemodynamic instability. The patient's time of death was 19:05 on (B)(6) 2022. Related manufacturer report number: 3003306248-2022-10704.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ischemic and hemorrhagic strokes, right heart failure, and right ventricular assist device (rvad) thrombus could not be determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Right heart failure, stroke, bleeding, peripheral thromboembolic event, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". Section 6 also lists thromboembolisms as a potential late post-implant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.